Event description:
It was reported that the patient was not getting an adequate pain relief and was experiencing little surges of stimulation. Upon device interrogation, it was determined that one of the leads was entirely fractured. Reprogramming was performed to recapture areas of pain and took any energy off the fractured leads. Additional information was received that the lead fracture has not been confirmed via x-ray.

Event description:
It was reported that the patient was not getting an adequate pain relief and was experiencing little surges of stimulation. Upon device interrogation, it was determined that one of the leads was entirely fractured. Reprogramming was performed to recapture areas of pain and took any energy off the fractured leads.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 5109453.